Manufacturer narrative:
The initial result of 24.07 pg/ml was accompanied by a data flag. The repeat result from the e411 analyzer was 5.09 pg/ml on (B)(6) 2017. The last calibration performed on (B)(6) 2017 showed no indications of an issue. Quality controls were not tested on (B)(6) 2017 and (B)(6) 2017. Based on the provided data, quality controls were last tested on (B)(6) 2017. A specific root cause could not be determined based on the provided information. Additional information required for the investigation was requested, but not provided. An issue with pre-analytic sample handling or a general reagent/instrument issue could not be excluded based on the limited information provided.

Manufacturer narrative:
This event occurred in (B)(6). (B)(4).

Event description:
The customer stated that they received an erroneous result for one patient sample tested for the elecsys troponin t hs stat assay (tnthsst) on a cobas e 411 immunoassay analyzer (e411). The erroneous result was reported outside of the laboratory for the medical personnel. The sample initially resulted as 24.07 pg/ml. Per laboratory policy, positive samples are verified on the cobas 6000 e 601 module (e601). When the sample was repeated on the e601 analyzer, it resulted as 3.81 pg/ml. The sample was also repeated on the e411 analyzer and the result was comparable to the e601 analyzer value. No adverse events were alleged to have occurred with the patient. The tnthsst reagent lot number was 17645203, with an expiration date of 31-dec-2017.